Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, hematoma, capsular contracture grade ii, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction primary with a mentor smooth round high profile 420cc saline prosthesis experienced left sided deflation, grade ii capsular contracture, and hematoma post procedure. The patient developed a hematoma in the first postoperative period after a bought of coughing and had to have surgical evacuation. There was also a reduction of the implant. As a result, patient underwent unilateral replacement with cat#: 3502400, sn#: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient age at time of event was 37 years old. Device evaluation completed on (B)(6) 2021: during the visual evaluation of the device, no apparent damage or anomalies were observed on the return device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).